Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart error, watchdog timeout alarms due to full segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump received a watchdog timeout alarm and had unexpected restart. Customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.